Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 37711, serial# (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator. Product ID 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4)

Event description:
The consumer reported his leads were fried three months after implant and he had to get them replaced. The consumer stated he went to the doctor to have an xray and the xray confirmed the leads "were melted". It was in (B)(6) of 2007. The patient stated he was on opiates and his memory was not good. Medical history includes post laminectomy pain. If additional information is received, a supplemental report will be submitted.